Manufacturer narrative:
The returned lead had been capped about 51 cm proximal of the tip electrode and was only available in fragments. Only the distal part of the lead was returned for analysis. The proximal fragment with the is-1 connector was missing for the analysis. The returned fragment was analyzed visually, mechanically, and electrically. Numerous damages were detected, such as cuts in the insulation and deformations of the outer conductor coil. The fixation screw was stretched and bent, and the ring electrode was completely detached from its adhesive connection. Blood had entered the lead. These damages are most likely a result of the extraction. The analysis of the available fragment showed no other deviations that could be related to the clinical complaint. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted on the (B)(6) 2019 due to an increasing pacing threshold.